Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Customer¿s blood glucose level was 115 mg/dl. Reportedly, the pump was exposed to moisture and subsequently, a malfunction occurred. While performing a cartridge change to resolve the issue, a cartridge change error occurred during the load sequence with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy.